Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt019 inspiratory/expiratory filters provided as part of a rt380 adult dual-heated evaqua2 breathing circuit, to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel (f&p) healthcare field representative, that three rt019 inspiratory/expiratory filters provided as part of a rt380 adult dual-heated evaqua2 breathing circuit, were found to be leaking during pre-use testing. There was no patient involvement as the issue was found whilst the device was not in use on a patient.